Event description:
It was reported that a male patient weighing 200 lbs underwent an elective interventional peripheral catheterization procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a retrograde approach. There were 2 sheath exchanges. The largest sheath size used was a 6f. Peri-procedure, the patient was anti-coagulated with heparin. The vessel size was >6 mm. Following the procedure, the physician who is in training, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that after the physician pressed button #2 on the device, the physician laid the device down for 30 seconds and walked away. Then the technician deflated the balloon, retracted button #3 and removed the device immediately from the access site. A hematoma (greater than or equal to 6 cm) started to develop and the technician applied manual compression for 15 minutes. The patient was on bed rest for two hours then sent home.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1328103) indicated that the device lot met all established performance criteria prior to shipment.